Event description:
It was reported that an empty cartridge alarm occurred while the cartridge was not empty. Customer loaded a new cartridge to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.